Event description:
The customer reported via phone call that they have been receiving high blood glucose readings since they replaced their previous insulin pump. The blood glucose readings at the time of the incident were 600 mg/dl. The current blood glucose readings were 356 mg/dl. The customer is not having symptoms due to the high blood glucose readings. The high blood glucose readings were treated with the insulin pump. The history showed that the customer received a no delivery alarm in may. The customer was advised to change the entire set, reservoir, insulin, and to treat according to their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.